Manufacturer narrative:
This lead was capped due to noise. Noise, causing rv inhibition, was seen on the lead via iegm. Physician decided to downgrade patient to a pacemaker (no longer indicated for an ICD) and use existing brady leads. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this lead. Physician was unable to recreate the noise during postural testing. Patient does not recall any activities that may cause emi. Lead remains implanted, to be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.